Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "infection (late onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Patient reported a left side "issues after the implant surgery", "chronic inflammation throughout the body", "don't heal well after surgery, cut and bruises", "lump under both arm."additionally patient reported ¿tested positive for staph a infections.¿ patient also reported the non-device related events of: ¿3 knee replacement surgeries", ¿brain fog¿, "hair falls out", "body is falling apart", ¿feels pain all over the body¿, and ¿arthritis.¿ device remains implanted.